Manufacturer narrative:
The investigation into the reported event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the tape strip on the back of their mio medical device organizer leaves adhesive marks on the counter in the operating room resulting in procedure delays. No report of injury.